Event description:
C4/c7 cervical fusion on (B)(6) 2014 with use of trestle luxe alpha tec spine product. (B)(6) of 2015 found out that along with non-union of c4/c5 and c6/c7 that 2 screws at c4 level, 2 screws at c7 level were broken. Revision surgery on (B)(6) 2015 removal of bent plate and partial removal of broken screws. Four screw tips are still imbedded in c4/c7.